Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was loaded successfully. No loading difficulties were reported, and no unusual resistance was felt while loading the valve. A misload was not reported. The valve was attempted to be implanted, however the depth of the valve was too low. The valve was recaptured and re-deployed three times. At some point during the deployment process, the valve kinked and tore near the middle of the dcs capsule. It was reported that the valve was showing through the capsule. The dcs was safely removed from the patient without injury. The dcs and valve were replaced. The replacement valve was successfully implanted. Of note, there was nothing in terms of patient anatomy that contributed to the dcs damage. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. At some point during the deployment process, the valve kinked and tore near the middle of the delivery catheter system (dcs) capsule. It was reported that the valve was showing through the capsule. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The catheter spine wire of the subject dcs was observed to be broken. When the spine wire breaks the force from the handle is not transmitted to the capsule. Historically, torquing or manipulation of the dcs against the spine wires by the user may cause the spine wire to break. The instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. The user may have torqued the device to due to possible difficulty advancing the dcs which may have damaged the spine. However, based on the information available, the cause of the spine wire break cannot be conclusively confirmed. A buckle was observed on the proximal end of the capsule. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, a cause of the buckle was unable to be determined given the limited information available. Damage was observed at the buckle site, where the valve could be seen through the polymer material, confirming the reported event. During the attempted retraction of the capsule during analysis, the capsule was observed to kink at the buckle site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, a valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. The handle was intact. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. A buckle was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Damage is evident on the polymer material surface at distal side of the capsule, at the buckle site. On attempt of retraction of the capsule via the rotation of the deployment knob, the capsule bent, and a break was observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. A break of the spine was noted along the stability shaft. The spine of the dcs was broken approximately 94 cm to the wire lumen port. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.